Manufacturer narrative:
(B) (4)

Event description:
It was reported the patient felt the stimulation device was turning on and off depending on her different body positions (i.e sitting to standing). Additional information has been requested.